Event description:
It was reported during patient infusion of total parenteral nutrition (tpn) with clearlink continu-flo solution set, ¿leakage issues¿ were observed in the newborn intensive care unit. It was further reported that neonate infections were increasing. It is unknown if the patient involved in this incident experienced an infection. Approximately seven- and three-quarter hours after tpn administration, the pump generated an upstream occlusion two times. According to the reporter, the nurse ¿picked up tubing to inspect and felt something was wet¿. Leaking was noted from the ¿second hub from top¿. The tpn container was discarded, and clear intravenous fluids were administered. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8239 for this event. Initial reporter phone no: (B)(6). Device manufacturer address 1: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional testing including pressure and clear passage testing and the device performed according to product specifications. Priming was performed with a bag of sterile water and no leak was observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.